Event description:
An optometrist reported 6-10 pts within the pst 6 months who have developed cyst like deposits on the cornea. She stated she could not say if this product was involved with all of these pts. She reported the pts were treated with an antibiotic and steroid drop. Add'l info has been requested. All pts were using an unk brand of silicone hydrogel contact lenses except for one pt who was wearing air-optix.

Manufacturer narrative:
Eval summary: the product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Add'l info was requested on (B)(6) 2012 by phone and mail. A completed questionnaire has not been received. (B)(4).